Event description:
It was reported the patient had their system replaced because it was ¿broken.¿

Manufacturer narrative:
Product ID: 377845, lot# v001578, product type: lead. Product ID: 3708160, serial# (B)(4), product type: extension. (B)(4).